Manufacturer narrative:
The device was returned and it was confirmed that the scaffold/distal tip had separated from the inner shaft. Failure analysis found no evidence to suggest the device did not meet specifications. The centercross IFU states "confirm the scaffold is fully sheathed with the outer shaft marker being distal of the inner shaft marker band" and "never advance or retract the centercross with the scaffold deployed or against any other resistance until the cause of the resistance is determined by fluoroscopy." Manufacturing records were reviewed. There were no nonconformances for related failure modes.

Event description:
The device was used in the distal posterior tibial artery. During removal of the device, the scaffold and distal tip became detached in the popliteal artery. The scaffold and distal tip were retrieved using a balloon and snare, with no patient sequelae.